Manufacturer narrative:
The device was returned to olympus for inspection. And the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a crack on control unit; water tightness is lost. Adhesive on bending rubber has a chip, connecting tube has a wrinkle, due to wear of angle wire; bending angle in up direction does not meet specifications. Light guide-bundle has breakage, objective and light guide lens have discoloration, control unit is damaged and dirty, several scratches found throughout the device, eyepiece is loose, bending tube has a dent, venting connector under grip is shaved, furthermore, as reported in b5, image guide snake tube display is missing. This condition presumably may be caused by stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Reviewed DHR of the subject device and confirmed, that the device was shipped in accordance with specifications. It was confirmed, that there was no non-conformity of the subject device during manufacturing. Based on the results of the investigation, a definitive root cause for this issue was not established. However it was confirmed, that the suggested event was confirmed, at shirakawa medical equipment service operation center (sorc). As a result of checking the inspection result report conducted by sorc, we confirmed, the suggested event "the indication of the insertion tube was disappeared (greater than or equal to 1 x 1 mm2)". And confirmed, that the specifications and functions were not satisfied. The event can be detected/prevented by following the instructions for use which state: 1. Visually check that there are no scratches, chips, deformation, or other abnormalities on the external appearance of the operation unit. 2. Visually check that there are no bends, twists, bulges, or other abnormalities in the soft part near the boundary between the anti-break part and the insertion part. 3. Check that there are no cracks, dents, bulges, edges, metal wires protruding from the inside, protrusions, floating resin, peeling, or other abnormalities in the appearance of the insertion tube. 4. Grasp the insertion tube lightly with your hand, and slide it along its entire length to make sure, that it does not catch on the entire circumference. Also make sure, that the flexible part is not unusually hard. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported, that the tracheal intubation fiberscope bending rubber has a pinhole. During inspection and evaluation, image guide snake tube display is missing, (more than 1mm2). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.